Event description:
It was reported that this lead was explanted 2 years after the implantation due to out of range shock impedances.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 56 cm distal to the df4 connector pin, the insulation was found abraded though. At this location the conductor cable to the rv shock coil was found fractured and the cable leading to the ring electrode was found damaged. This damage is assumed to be the root cause for the observed out of range shock impedance. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby shock lead, which was present in the provided fluoroscopic images. Further damages, like the bend fixation screw and the damaged df4 connector pin most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.